Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with thrombosis and a myocardial infarction. The lesion being treated was located in the proximal left anterior descending artery. First the physician treated the thrombosis with an unknown thrombectomy catheter then direct stented the target lesion with a 4.0x28mm ion stent, which was deployed at 12atms for 40 seconds. The physician then advanced a 4.0x8mm ion stent delivery system (sds), however it was unable to cross the lesion and was successfully removed. A 4.5x8mm nc quantum apex balloon catheter was advanced to the target lesion, however it was unable to cross the lesion and was successfully removed. A 3.5x8mm quantum balloon catheter was advanced for several inflations. The physician then advanced a 5.0x12mm veriflex sds; however it was also unable to cross the lesion and was successfully removed. The 4.5x8mm nc quantum apex balloon catheter was re-advanced to the target lesion. The balloon catheter was exchanged to a 5.0x8mmm nc quantum apex balloon; however it was also unable to cross the lesion and was successfully removed. A 2.0x15mm emerge balloon catheter was advanced and performed several inflations in the target lesion. It was noted that the implanted 4.0x28mm ion stent was shortened. The physician placed a 5.0x24mm veriflex stent to cover the shortened segment. The physician re-advanced the 5.0x8mmm nc quantum apex balloon for post-dilation. The procedure was completed with intravascular ultrasound. The patient was placed on a balloon pump. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).